Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. The device was evaluated and the cause of the reported issue could not be determined. The unit cannot be repaired due to age.

Event description:
The customer contacted stryker to report their device had a shut down event.there was no patient involvement reported with the event.